Event description:
It was reported by the initial caller that some pts had to be reimaged (x-rayed) due to a software system failure.

Manufacturer narrative:
According to the initial reporter, pts had to be re-imaged (x-rayed). The device in question was evaluated remotely by stryker personnel. On (B) (6) 2010, (B) (6) from the clinic called and stated that morning users in the operating room were having problems pulling up images from their (B) (6) server. He mentioned that those images were available on the production server, but the images did not synchronize over their backup server. Operating rooms are connected to the backup server to pull images from within the or. Due to this issue, they had to re x-ray a couple pts that morning. The initial investigation was performed by logging into the main production server remotely which revealed that the synchronization service had stalled which had prevented the image data from replicating across to the backup server. Since the or was pointed to the backup server and the synchronization service had stalled, the user was unable to access the image data. On 02/26/2010, further investigation on this case revealed that the site had complained about this issue in the past. It appears that the root cause of the missing images on the backup server is related to a middleware configuration interface which had been sending add'l info to the power server constraining the (B) (6) data base. This info is not used or displayed by officepacs and is not needed for the functionality of the system. Furthermore, this (B) (4) info, such as pt addresses had constrained the (B) (6) database to the point where the system was freezing; this caused the synchronization service to fail. After configuring the (B) (4) interface by installing a filter to prevent the info that is not needed from getting stored by the (B) (4) database, normal system operation resumed and the system appears to be working well. Pt info was not lost or corrupted, but was not available on the backup server until the synchronization service was manually restarted. The user reported that the pts were reimaged on (B) (6) 2010 before the issue was resolved. The issue was related to an (B) (4) constraint caused by an incorrect configuration of the (B) (4) interface. This has not been seen before. (B) (4) messages needed to be filtered due to their large volume which were not needed or used by officepacs power.